Event description:
During placement of a radial aterial catheter over the guidewire, the catheter began to bend under the pt's skin. Upon attempting to remove the catheter there was resistance. After the catheter was removed, it was noticed that the tip was lodged in the pt's radial artery. The tip was removed during an interventional radiology procedure.